Manufacturer narrative:
Return of product has been requested. Reporter returned one toothbrush head on 23-feb-2017. Product investigation is in progress.

Event description:
Brush head got stuck in throat [foreign body], brush head came off as I was cleaning my teeth [device breakage]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2017 that an oral-b brushhead, version unknown came off in his mouth that morning while being used with an oral-b rechargeable toothbrush type 3709. No symptoms were reported. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer submitted pictures of the toothbrush and brush head revealing the brush head used was an oral-b dualaction brushhead. The consumer reported one of the brush heads came off as he was cleaning his teeth the morning of (B)(6) 2017, and got stuck in his throat. He reported he managed to cough it up. The consumer stated he had not had any previous problems with this or any other braun toothbrush. The case outcome was recovered.

Manufacturer narrative:
On 23-mar-2017 product investigation results: reporter returned one toothbrush head on 23-feb-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Brush head got stuck in throat [foreign body]. Brush head came off as I was cleaning my teeth [device breakage]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2017 that an oral-b brushhead, version unknown came off in his mouth that morning while being used with an oral-b rechargeable toothbrush type 3709. No symptoms were reported. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer submitted pictures of the toothbrush and brush head revealing the brush head used was an oral-b dualaction brushhead. The consumer reported one of the brush heads came off as he was cleaning his teeth the morning of (B)(6) 2017, and got stuck in his throat. He reported he managed to cough it up. The consumer stated he had not had any previous problems with this or any other braun toothbrush. The case outcome was recovered.